Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external visual inspection was performed and found no trace of the iodine or iodine sponge in the foil pouch of the minicap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A CAPA has been opened to address this issue. The reported issue was verified and the cause was determined to be a manufacturing assembly issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was missing from a minicap. There was no patient involvement. No additional information is available.